Event description:
The customer reported that a nurse claimed that she received a shock while removing an ECG lead set from the pt.

Manufacturer narrative:
The monitor was evaluated by the hosp biomed and passed all testing, but the lead showed a wire exposed. The lead was evaluated at philips and was examined under a microscope. The exposed wire strand was verified. The yellow lead was checked using an ohm meter, and there was no continuity between the exposed wire strand, and the yellow lead or electrode pad. We are considering this a mfg malfunction.